Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported the patient had an unrelated procedure where the device was not placed into surgery mode. Subsequently, the ipg could not communicate with external devices. Troubleshooting to recover ipg was attempted by an abbott representative to no avail. Clinician programmer (cp) logs were reviewed and confirmed the ipg was found in a service app state and a service app recovery protocol was attempted without success. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
It was reported that the patient had surgery recently and did not put the device in surgery mode. The rep attempted to connect to the device it was in recovery mode but was unable to connect. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.